Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient complained of feeling warmth in the pectoral region near the device. The ICD reached elective replacement indicator (eri), and was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced unexpected battery longevity. A replacement procedure has been planned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion, and indicated signs of high current drain based on longevity curve on save to disk file. Concomitant medical products: 1158tc lead, implanted: (B)(6) 2010. (B)(4).